Event description:
The customer returned the bronchofibervideoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified that due to adhesive peeling around the bending tube, the connection between bending section and the distal end is detached, and the light guide (lg)-lens has deposits was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause is cause not established, which indicates that the investigation findings do not lead to a clear conclusion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.